Event description:
It was reported that a device recognized a loaded set when no set was present/loaded. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The unit as found to be inoperable due to a failed I/o pcb. The failed I/o pcb can create the conditions for load point #1 and 2 not recognizing tube removal which can be perceived as "false detection of set loaded" as per reported symptom. The I/o pcb will be replaced.